Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 64001, lot # n316015, implanted: (B)(6) 2012, product type adapter; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37651, serial # (B)(4), product type recharger; product ID 64001, lot # n314853, implanted: (B)(6) 2012, product type adapter; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot # j0546586v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient¿s friend or family member checked the patient¿s devices on (B)(6) prior to this report, they were both supposed to be on program b but the right side was on program a. Patient had been having a lot of back spasms for the past couple of days prior to this report. It was noted that the back spasms had gotten really bad on the (B)(6) prior to this report. It was noted that they thought maybe the patient had gotten turned off but implants were checked and both were on but right side was on program a. Prior to the monday prior to this report they had not used the patient programmer in a long time. Patient was in for programming/checkup several months prior to this report and after the check up the patient was on program b on both devices. It was noted that the patient¿s implantable neurostimulator replacements were due to normal battery depletion. Additional information requested but had not been received as of the date of this report.